Manufacturer narrative:
The device was returned to olympus for evaluation. And had a visual inspection and functional testing. The reported event was confirmed. The evaluation also identified, distal fiber breakage, scratches on distal edge, cracks on side of vc and light transmission test failure. A service history review was performed. And a device history review with no issues noted, that could have led to the reported event. The cause was determined, to be likely, due to component failure. Which, was not related to a manufacturing or design issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video telescope had blurry image. There was no report of patient involvement.